Manufacturer narrative:
D9: date returned to mfg.: 1/5/2026. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump showed it was delivering; nothing was actually delivered during patient use" was not confirmed. Three accuracy tests were performed, and the pump passed all three tests. The results for the tests were 20.2ml, 20.4ml and 20ml. The accuracy range for this test is between 18.2ml and 22.2ml. Further investigation found that the lens was scratched, the downstream occlusion (dso) seal was delaminated, and the upstream occlusion (uso) seal was buckled. Replaced the lens, lens seal, dso and uso seals. The device passed all testing criteria after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump showed it was delivering, however, nothing was actually delivered during patient use. There were patient involvement and no harm.